Event description:
Zoll customer support reviewed the download of an 87 year old male patient which revealed excessive "cypress comm error" flags. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cypress comm errors) has been confirmed. Upon evaluation, the j2005 connector on the auxiliary board was corroded. This corrosion damaged the solder pads, which caused the monitor to not be able to communicate. The root cause of the corrosion was likely a result of liquid ingress through the expansion port. No adverse event resulted from the corroded connector. The patient received a replacement monitor.